Event description:
Per the clinic, the patient was explanted due to a purulent wound infection. The patient was explanted in 2009. Information on reimplantation was not available at the time of this report.